Event description:
It was reported the patient presented for device upgrade. During surgery, externalized conductors were observed on the rv lead. The pace/sense portion of the lead was capped and replaced with no adverse consequence to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.